Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary surgery from the patient's left eye due to impaired vision. Patient's visual acuity was 20/200. The lens was replaced with the same model lens, with a smaller size, 19.0 diopter. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection with the unaided eye shows the lens is cut in two (2) pieces. Considering the condition of the returned lens, additional analysis can not be performed. The complaint related to impaired vision cannot be verified. A manufacturing record review was performed. The manufacturing process record evaluation was verified the devices were manufactured within specifications. There is no associated deviation or non-conformity reports found in the manufacturing record review (mrr) related to the complaint. The units were released according specification in compliance with the product intended use as required. No other investigation request has been receive for this production order (po). No product deficiency was related with the identified complaint. The documentation shows that the production order was found to be within specifications. All pertinent information available to abbott medical optics has been submitted.